Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2015 with the following findings: the battery compartment was found to be cracked along the side of the threads. Moisture was also observed in the battery compartment. The battery compartment was found to be leaking during a leak test. The pump case was opened and there was no evidence of moisture found inside the pump. The pump was unable to power on due to moisture found inside the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.